Event description:
It was learned that the device was explanted after implant duration of approximately 2.1 months, due to endocarditis. The source of the infection was due to pneumonia (becterial). Per the op report: "all three leaflets of the prosthetic valve were involved with endocarditis. There was no evidence of annular abscess...we then removed the aortic valve prosthesis. The sutures holding the valve in place were divided and the valve were explanted....the aortic valve was then replaced with a 25 edwards magna pericardial tissue valve....the patient tolerated the operation well and was then returned directly back to the intensive care unit with stable vital signs in serious condition."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (through fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 2.1 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.